Event description:
I was transported to (B)(6) hospital emergency room by emergency medical services. It is my opinion that I had an allergic reaction to my CPAP machine. I was diagnosed with episode of diaphoresis, hypotension, bradycardia, and bilateral multifocal pneumonia.